Manufacturer narrative:
"Date of event¿ is estimated. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00481. It was reported that diagnostic testing revealed high impedance on multiple contacts of the lead. Surgical intervention may occur to address the issue. It is unknown which lead is related to the issue so both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgical intervention occurred to address the issue. During the surgery, high impedance was found on both leads so both leads were explanted. During the surgery, the replacement lead could not be placed. This is documented in related manufacturer reference number 3006705815-2020-01244.